Event description:
Infection: complaint was received via third party indicating info from another physician sharing common experiences. F/u calls and written communication could not obtain any further info relating to, nor validation of this incident. No indications as to pt outcome, surgical procedures nor actual product info were obtained.